Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, walked the caller through the reset process, and recommended the caller wait 20 minutes before starting their sensor session, which the caller understood and acknowledged.